Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. It was noted that imaging was challenging. An xt clip was inserted and deployed on the valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Approximately 15 minutes after the implantation, the clip completely detached and embolized to the superior vena cava. The physician was able to remove the clip from the patient by snaring it and withdrawing it from the femoral vein.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda and expulsion were unable to be determined. The reported difficult imaging was due to patient anatomy. The reported embolism was a cascading effect of the reported expulsion. The reported patient effect of embolism, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention and removal of foreign body were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. It was noted that imaging was challenging. An xt clip was inserted and deployed on the valve. However, after deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Approximately 15 minutes after the implantation, the clip completely detached and embolized to the superior vena cava. The physician was able to remove the clip from the patient by snaring it and withdrawing it from the femoral vein.